Event description:
Analysis of the returned device found that the stent was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the device was received. The reported lot number was confirmed from the packaging label. The subject stent was received in a deployed condition, which is aligned with the event description. The stent delivery wire (sdw) and the introducer sheath were returned. All 3 marker bands were present on both ends of the subject stent. The subject stent was noted to be deformed as well as broken/fractured. The introducer sheath distal tip was noted to be damaged. The stent delivery wire (sdw) was kinked/bent towards throughout its length. The functional inspection was unable to perform as the subject stent was returned in a deployed state. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during an aneurysm procedure, the physician flushed the subject stent and then advanced it into the microcatheter via the introducer sheath. The physician pushed the subject stent within the microcatheter but encountered significant resistance. After multiple attempts, the physician retracted the subject stent and was unable to push it forward. After withdrawing the subject stent, the subject stent deployed and expanded at the hub of the microcatheter. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis, and it was noted that the subject stent was received in a deployed condition, which is aligned with the event description. The stent delivery wire (sdw) and the introducer sheath were returned. The 3 marker bands were present on both the ends of the subject stent. The subject stent was noted to be deformed as well as broken/fractured. The introducer sheath distal tip was noted to be damaged. The stent delivery wire (sdw) was kinked/bent towards throughout its length. The functional inspection was unable to be performed as the subject stent was returned in a deployed state. Based on a review of all available information and the analysis of the returned device it is probable that when the subject stent experienced resistance and the physician attempted to push the stent, the subject stent could have been fractured due to excessive force. The as reported codes 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during retraction/re-sheathing' will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use and the as analyzed codes, 'stent deformed', 'stent broken/fractured during use', 'sdw kinked/bent' and 'stent introducer sheath distal tip damaged' will be assigned a probable cause of handling damage because this complaint appears to be associated with handling of the product or portion of the product during the procedure.